Event description:
A motor stall and motor stall recovery were reported. The motor stall was recorded in the event logs. The motor stall was caused by the patient having an MRI. The length of the stall was not reported. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).